Manufacturer narrative:
Concomitant products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The patient reported not being able to charge, and they had met with their healthcare provider (hcp) on (B)(6) 2015 to "move the ins" (implantable neurostimulator). It was noted that it took pressure to charge it since day one. It would overheat and would not charge. The patient would have to "lay on it with the skin" being right against the spine on the left side. The device was "real deep in the body." Six days ago, the patient had six recharge coupling boxes. The patient could not troubleshoot because they were on a cell phone, and it was noted that they had tried everything, moving the antenna. The patient was able to turn it on and off. Additional information received from the manufacturer's representative on (B)(6) 2015 reported that the coupling had gradually gotten worse starting 1.5 prior to report. A revision procedure was performed 10 weeks ago ((B)(6) 2015) where the ins battery was repositioned. The indication for use was non-malignant pain. If additional information is received, a follow-up report will be sent. See manufacturer's report #3004209178-2015-25801 for the patient's other device issue.